Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while worn for between 24 and 36 hours. The pod reportedly alarmed while the patient was at school.

Manufacturer narrative:
The device was received fully deployed. Inspection of the device found the top housing to be discolored, corrosion was observed on the pcb through the bottom housing, and damage was observed to the bottom housing vent. Corrosion was observed on multiple internal components, including all three batteries, chassis, hard cannula, mechanism rails, and catch beam. Due to the corrosion observed on the internal components of the device, a leak test was completed. During the leak test, fluid was observed to be leaking from the nail head. Due to this leak, fluid could not flow through the complete fluid path. All attempts to download the pods data were unsuccessful, and all three batteries were found to have lower than expected voltage. Without the pods data, the investigation could not confirm that the pod generated a hazard alarm. The investigation could not determine if the observed leak from the soft cannula nailhead contributed to the reported event. The investigation was able to determine that the leak from the naihead contributed to the observed corrosion on the internal components of the device, however, the investigation could not determine if the damage to the bottom housing vent also contributed to the internal corrosion. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.